Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, (B)(4). Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
During follow-up with the clinical manager she reported the patient was admitted to the hospital on (B)(6) 2016 with an admission diagnosis of chronic obstructive pulmonary disease (copd), congestive heart failure (chf), coronary artery disease (cad), hypotension, pleural effusions, and end stage renal disease (esrd). The patient's discharge diagnosis included: acute exacerbation of chronic obstructive pulmonary disease, acute on chronic chf, esrd, gastrointestinal (gi) bleeding, malnutrition, hypercapneic respiratory failure, cad, mitral insufficiency, history of history of trans-ischemic attacks (tia), hypotension, pneumonia, patient was being worked up for inotropic support. It was noted the patient's cause of death of cardiac arrest secondary to heart failure and arrhythmias. The death certificate will not be available and no autopsy was ordered. No further information will be available.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) registered nurse reported a patient coded and expired. The patient was on the liberty cycler during the night then coded and passed away. Follow-up was made with the nurse and clinic manager who reported the patient had a known history of cardiac and respiratory disease and they were not reporting any problems with the pd therapy. Medical records were requested.